Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that an advanix biliary stent with naviflex rx delivery system was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on a female patient on (B)(6), 2011 (exact patient age and weight are unknown). According to the complainant, during the procedure, the device was successfully passed over the guidewire and was pushed out of the scope. It was reported that the device advanced the distal portion and transversed the ampulla just past the distal flange, however the device could not be advanced up into the common bile duct any further. The stent was pulled back to the top of the scope and checked for any damage; no damage was noted. The stent was attempted to be advanced again, however the same event occurred. The patient anatomy was not noted to be tortuous and it was confirmed that no damage was noted to the device. The procedure was completed with the same guidewire and another advanix biliary stent with naviflex rx delivery system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation on (B)(6) 2011 that an advanix biliary stent with naviflex rx delivery system was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on a female patient on (B)(6), 2011 (exact patient age and weight are unknown). According to the complainant, during the procedure, the device was successfully passed over the guidewire and was pushed out of the scope. It was reported that the device advanced the distal portion and transversed the ampulla just past the distal flange, however the device could not be advanced up into the common bile duct any further. The stent was pulled back to the top of the scope and checked for any damage; no damage was noted. The stent was attempted to be advanced again, however the same event occurred. The patient anatomy was not noted to be tortuous and it was confirmed that no damage was noted to the device. The procedure was completed with the same guidewire and another advanix biliary stent with naviflex rx delivery system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The stent and delivery system were returned for analysis with the stent loaded on the guide catheter via suture. Visual evaluation of the returned device revealed the suture to be tensed around the stent and the push catheter. The suture holes of the push catheter and the stent were both torn. Residue was noted on the suture, stent, guide catheter, and near the distal end of the push catheter; the residue appeared to be from the procedure. Functional evaluation was performed, however resistance was met when retracting the pull wire and the stent could not be deployed. The suture was detached and the stent was removed to further evaluate the device. No damage was noted to the guide catheter assembly. The pull wire was again retracted, now with the suture detached, and the pullwire and guide catheter functioned without any issues. The resistance met during the initial functional evaluation, with the suture attached, was likely due to the suture getting stuck on the guide catheter assembly or due to residue present on the device. It is likely that procedural or anatomical factors encountered during the procedure (such as a tight stricture) caused difficulty when advancing the device through the patient anatomy; therefore the most probable root cause for this complaint is operational context. A review of the device history record (DHR) was performed and no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
(B)(4):although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.